Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins). It was reported that immediately after insertion of the spinal cord stimulator, it began firing in the patient¿s left arm, hand, and to the back; it was noted to have only supposed to be stimulating the patient¿s back. It was reprogrammed four or five times and nothing stopped the product from affecting the patient¿s arm and hand; the pain was continual in the arm no matter what program was used. It was noted that after the last two programs, it started electrocuting across the patient¿s heart, vagina, left shin, the back of their buttocks, and their left foot. It was noted that a manufacturer representative tried to fix it, but was unsuccessful. The patient was forced to turn it off in 2018 and had it removed. It was noted that the patient had permanent neuropathy in their left buttocks, left shin, and on and off in their left foot, and that the event outcome included hospitalization and required intervention. The patient¿s concomitant medical products included prescription medications of clonidine, q4 daily, percocet 7.5 mg per day, and valium once a day. No further complications were reported/anticipated. See attached medwatch form.